Event description:
Rn noticed that pt's spo2 reading stopped giving a reading. Rn tried to place a new sensor on the pt's finger, attempted to deactivate and reactivate the port, attempted to reprogram the monitor at the central station with no solution. This morning, a unit clinician trouble shooted the monitor with no success, so the cable was replaced. Once the cable was replaced a pleth was showing with an spo2 reading.